Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked at the reservoir and infusion set connection. Customer's blood glucose was 400 mg/dl. Customer reported that tubing did not come apart. Customer was advised that reservoir and infusion set would be replaced.